Manufacturer narrative:
Concomitant medical products: product ID :3889-28, lot#: va0p7r1, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that their ins had been replaced because there was ¿damage.¿ the patient reported that the health care physician (hcp) had to replace the ins and the lead because the ¿wire was kind of bent,¿ and it was bothering them. The patient stated that the device was moved to the other side and that their symptoms were being controlled with their new device though they didn¿t feel stimulation as strongly as before. Patient services reviewed this information with the patient. There were no further complications reported.